Manufacturer narrative:
(B)(4)

Event description:
The healthcare professional (hcp) reported that they tried to place the lead but there was a cerebrospinal fluid (csf) leak, thus the case was aborted. The physician administered dural glue and the issue was reported to be resolved. The cause of the csf leak was reported to be unknown.